Event description:
The customer stated that they had been getting bad results on patients earlier in the morning. No specific result details were provided. The customer stated that maintenance was performed on the analyzer and it was believed that the issue was resolved. The customer then stated that they began getting erroneous test results for an unspecified number of patient samples later that afternoon. The customer provided an example of erroneous results from one patient sample tested for multiple assays on the c501 analyzer. Of the mentioned assays, the sample had an erroneous calcium gen. 2 (ca) result which was reported outside of the laboratory. The sample initially resulted as 7.3 mg/dl and this value was reported outside of the laboratory. It was stated that this result was not believable. The sample was repeated on a different c501 analyzer, resulting as 9.3 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ca reagent lot number was 14041101, with an expiration date of 06/30/2017. The field service representative replaced the sample probe. He ran precision studies and controls. Controls were within specification.

Manufacturer narrative:
The field service representative performed an internal rinse check of the probes, with positive results. He checked the gear pump pressure. All rinse levels were verified to be correct. It was determined that the correct tests had been set up with extra wash cycles. He cleaned the vacuum lines and noted that valves had been replaced in june. He verified proper operation of all systems. Operational and mechanical checks were performed with success. The customer has noted that they have not had any further occurrences. Investigations have determined that the mode of failure is most likely related to a blocked sample probe. Blockages such as this are caused by microclots or fibrin, which is caused by insufficient pre-analytic sample handling.